Manufacturer narrative:
The initial chronic driveline infection on (B)(6) 2017 is reported under MFR report #2916596-2019-00106. Approximate age of device- 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to hemolysis and concern for thrombosis. The patient's lactate dehydrogenase (ldh) level was 911 u/l on (B)(6) 2018 from an outside lab and was 953 u/l upon admission; ldh level peaked at 1587 u/l. The clinician team reported that the patient was having increased shortness of breath, occasional nausea with no vomiting or diarrhea, denies any fever. Reportedly, the patient did not have epistaxis, melena, hematochezia, hematuria, or dark colored urine. Upon interrogation of the device, the patient experienced elevated power up to 10.7 running between 7-9. Ramp was not performed due to patient complaint of difficulty breathing. CT angiogram was performed on (B)(6) 2018 and showed no evidence of thrombus. However, the clinician team believed that there is a clot around the inflow stator. The patient is not a surgical or heart transplant candidate due to morbid obesity. The patient medically managed, and was given heparin withholding coumadin. The patient was also given aspirin and persantine. The inr goal for the patient was 2.5-3.5 and reached 2.8 upon discharge on (B)(6) 2018. The patient received ancef due to (B)(6) driveline infection, and did not have any worsening of drainage or signs of infection. The patient was put back on keflex prior to discharge.

Event description:
Additional information: on (B)(6) 2018, patient had ramp echo, compressed at 11000. Lved 7.5cm with 1:2 aortic valve opening and laminar flow to inflow and outflow cannula. Patient's CT angiogram of the heart showed no evidence of thrombus. It was reported that CT on (B)(6) 2018 showed that inflow cannula was out of the plane with the mitral valve about 60 degrees facing towards the anterior wall but not involving actual tissue in the inflow. No thrombus or clots was visible. Patient was planned to continue on heparin gtt with ptt goal to 60-80.

Manufacturer narrative:
The report of suspected ¿thrombus around the inflow stator¿ could not be confirmed through this evaluation. The account communicated that the patient was admitted on (B)(6) 2018 with elevated ldh. The patient reported increased shortness of breath and occasional nausea. According to the account, baseline pump power was running slightly higher than the past couple of weeks. Urine analysis revealed no evidence of hematuria. A ramp echo revealed laminar flow through the inflow and outflow cannulas; however, reduced rv systolic function was noted. A cta of the heart showed no evidence of thrombus, but did reveal slight misalignment of the inflow cannula. Given the reported power elevations and the patient's clinical symptoms, the account stated that a thrombus around the inflow stator was suspected. The patient was medically managed and was ultimately discharged on (B)(6) 2018 with his inr in the target range. The hmii lvas IFU lists device thrombosis, hemolysis, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document outlines indications of pump thrombosis, as well as how to respond to such events. Information about orienting the inflow conduit toward the mitral valve upon installation can also be found within this IFU. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.